Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 420mg/dl. The customer experienced nausea, vomiting, chest pain, was pale, and could not breathe. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. The customer mentioned that the insulin pump fell on the floor and the upper right side of the screen is cracked. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.